Event description:
Carefusion alaris 8100 IV pump was set to infuse IV nitroglycerin at 9cc per hour, but w/o warning, medicine free flowed through pump with patient getting 100cc in a short period of time. There was no obvious outward signs of damage to the pump. No adverse impact to this patient, but could have been life threatening. We were able to replicate the free flow incident multiple times with this pump. Biomed found internal damage to the pump. Biomed report states, ¿I replaced channel platen asby, bezel asby, rear case asby and male iui connector 2 passed performance verification using vendor software program 3 return to service.¿